Event description:
It was reported the patient had plates and screws implanted in the mandible on (B)(6) 2009. X-rays on (B)(6) 2010 showed all was ok; x-ray on (B)(6) 2010 showed the plate was broken. A revision surgery was performed where the plates and screws were removed and replaced with a new plate and screws.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.